Event description:
A customer reported that a sensor error message was received with the adc device. Due to this, the customer became hypoglycemic and subsequently lost consciousness. When the customer regained consciousness, they were able to self-treat with orange juice. No other additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and no abnormality was observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. Due to this, the customer became hypoglycemic and subsequently lost consciousness. When the customer regained consciousness, they were able to self-treat with orange juice. No other additional information was provided. There was no report of death or permanent injury associated with this event.